Manufacturer narrative:
(B)(6).(B)(4).the device was not returned to the manufacturer for evaluation. It is unknown whether our device contributed to death.

Event description:
It was reported that the patient underwent a revision surgery to remove the broken rods inside the patient. Removal of rods and laminar wires (distally) and revised with connectors and rods, pedicle screws and iliac bolts was done. The implants broke inside the patient. Upper portions of unit rods/wires still intact and fused. It is suspected that the cause for patient death was possible yeast infection. The patient underwent several surgeries as a result of the event. The patient underwent 2nd surgery to clean wounds, swabs etc. And 3rd surgery to remove all the revision implants.